Event description:
This report addresses the issue of use error- breach in aspectic technique. A nurse contacted baxter's technical service center to report a connection issue between a transfer set and titanium adapter that occurred during use. The nurse reported that the issue occurred on patient who had the catheter attached recently. The surgeon involved with the patient was experienced and had screwed the set very tightly. The disconnection happened when the patient was at home and the patient reconnected the set to the titanium adapter by themselves. The nurse stated this technique should have been performed in a strict aseptic environment and patients were not trained for this. Visually, nothing seemed to be wrong with the transfer sets. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The companion sample was received for evaluation. Visual and functional testing was performed but the reported use error-breach in aseptic technique could not be confirmed in the evaluation. However, baxter quality engineering confirmed the reported use error-breach in aseptic technique based on the customer report. A cause could not be determined since it is uncertain why the patient had a break in aseptic technique. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.there was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not needed for evaluation.